Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID 8840, product type: programmer, physician. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via company representative (rep) regarding a patient receiving infumorph 10 mg/ml at 2.499 mg/day via an implanted pump for non-malignant pain. The patient had a catheter revision {refer to manufacturer report # 3004209178-2016-16907 regarding the revision} and once the revision was complete on (B)(6) 2016 they made a mistake and primed the entire system (0.374mls) instead of only the catheter (0.175mls). The patient was currently in the intensive care unit (ICU) and the doctor contacted the rep to determine if that could have caused the patient to overdose. It was noted that could have been the issue and not decreasing the intrathecal daily dose post catheter revision could also have contributed to the overdose. It was further reported the rep spoke with the doctor and he wanted the rep to meet him at the hospital to program a decrease in the patient&#62688;dose down to 1 mg/day so he was going to meet the doctor per his request.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.